Manufacturer narrative:
This is one of two device reports associated with this event. MFR # 1225714-2015-04573, 1225714-2015-04574.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on that same date. Furthermore, it has been alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the cardiac event, as there is no other code available that best describes a nonspecific cardiac event. This is one of two device reports associated with this event.